Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for the call was the pt reported they had difficulty keeping the ins charged, stating the device was fully charged last night but the battery level had already dropped to 80% this morning. They also reported uncertainty about whether the ins was functioning properly, stating that stimulation was felt when switching to program 1 but the sensation would stop afterward. The pt requested to connect with their local representative. Agent asked, pt confirmed this issue started about a month ago. Agent reviewed the role of the representative. The patient was redirected to their healthcare provider to further address the issue.